Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system (dxc 600) generated erratic amm (ammonia) qc (quality control) and patient results since april. Customer reported that the dxc 600 system also gave reagent a motion errors. Customer reported that erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) performed alignments of reagent and sample pipetting and wash systems. The fse replaced the a/b valve. Customer ran quality control (qc). All levels of qc were acceptable.

Manufacturer narrative:
This report is one of two reports related to two events that occurred on two days. This report is related to MDR# 2050012-2012-01398.